Event description:
On (B)(6) 2013 a vns treating physician reported that on (B)(6) 2008 a nurse practitioner interrogated the patient¿s vns and discovered that the device and magnet were disabled. She had not seen the patient for 15 months prior to this visit so it was not known how or when this happened. The patient also did not know that the device had not been on. The physician stated that the patient¿s device had not been disabled intentionally by anyone in their office.